Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer reported that while the instrument was being used on the omentum, tissue was grasped and the blade came out of the track. There was no pt injury. The device was returned with the knife protruding from beyond the jaws.